Event description:
The international customer reported the ventilator won't charge the back up battery during normal ventilation operation. The customer reported the device was not in use on a pt; therefore, there was no pt involvement or harm. The manufacturers field svc engineer confirmed the reported problem. The manufacturers field svc engineer evaluated the device and replaced the power supply to address the reported problem. The device passed the manufacturer required testing.